Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was completely shut down. The customer¿s blood glucose was unknown. Customer did not receive any alarms stating a low battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. (B)(4).